Event description:
No serial number available. Power chair base - the invacare logos on the walking beam were wrongly mounted. This has happened because the adapter bracket right and left were swapped.